Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's insertion site was fine, but during the day ((B)(6) 2019, tuesday), her blood glucose level was 300 mg/dl and infusion set's tubing detached. Reportedly, there was leakage as the quick release came off twice on the same infusion set. However, the patient stated that the quick release was tightly connected. Again, this issue occurred on the next day ((B)(6) 2019) with same infusion set. Reportedly, there were no visible cracks or splits and the pump was not dropped with the set-in place. Moreover, her weight was (B)(6) lbs. At the time of this report (19-dec-2019). No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's insertion site was fine, but during the day (B)(6) 2019, tuesday), her blood glucose level was 300 mg/dl and infusion set's tubing detached. Reportedly, there was leakage as the quick release came off twice on the same infusion set. However, the patient stated that the quick release was tightly connected. Again, this issue occurred on the next day (B)(6) 2019,with same infusion set. Reportedly, there were no visible cracks or splits and the pump was not dropped with the set-in place. Moreover, her weight was 225 lbs. At the time of this report (B)(6) 2019. No further information available.